Manufacturer narrative:
This report is associated with argus case (B)(4), (B)(6) 5 minute polident. (B)(6) 5 minute polident is marketed as polident tablets in the us.

Event description:
Throat irritation [pharynx irritated sensation of]. Case description: this case was reported by a non-health professional via out of hour services and described the occurrence of pharynx irritated sensation of in a (B)(6) male patient who received double salt denture cleanser ((B)(6) 5 minute polident (enzyme with sodium percarbonate)-mfc51009) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started (B)(6) 5 minute polident (enzyme with sodium percarbonate)-mfc51009. On (B)(6) 2016, unknown after starting (B)(6) 5 minute polident (enzyme with sodium percarbonate)-mfc51009, the patient experienced pharynx irritated sensation of (serious criteria hospitalization). On an unknown date, the patient experienced accidental ingestion of product. The action taken with (B)(6) 5 minute polident (enzyme with sodium percarbonate)-mfc51009 was unknown. On an unknown date, the outcome of the pharynx irritated sensation of was recovering/resolving and the outcome of the accidental ingestion of product was unknown. It was unknown if the reporter considered the pharynx irritated sensation of to be related to (B)(6) 5 minute polident (enzyme with sodium percarbonate)-mfc51009. [Clinical course]: the elderly patient, who had ingested the denture cleanser by mistaking it for a medicine, presented to the reporter's hospital. He had irritation in the throat but showed an improvement tendency. No treatment was given for the event. Follow-up information received from (B)(6) poison information center on 06 january 2017. [Clinical course]: on (B)(6) 2016, at 23:30, the patient ingested the denture cleanser one tablet by mistaking it for a medicine. The patient did not have dementia and it was unknown why he ingested. On (B)(6) 2016, the patient visited a hospital. In consideration for the age and symptom, the patient was hospitalized for one day for observation.